Event description:
It was reported that the patient experienced a shocking/jolting sensation, occasionally, from the device. The patient had "not seen a doctor in five years." No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).